Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy.

Event description:
Physician reported non-specific, post-reactive lymph nodes in the axillary area diagnosed via ultrasound. The device has been explanted.

Event description:
Physician reported, non-specific post-reactive lymph nodes in the axillary area. Diagnosed via ultrasound. The device has been explanted.

Manufacturer narrative:
Photo analysis: it is not possible, to determine the lot number or catalog number through the photos provided. Visual analysis of the photographs identified. Lymphadenopathy: unable to observe, since it is not related to the device.